Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for an unrelated procedure. Upon interrogation, loss of capture was noted on the right ventricular lead. Patient was taken to surgery and it appeared that the lead had perforated the right ventricular wall. The lead was repositioned successfully. The patient would be monitored. The patient was stable before, during, and after the procedure.